Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse checked for broken disinfectant tub connector and replaced arts listed in work order to correct the issue. Investigation confirmed that the connector in reprocessing basin was broken. A review of the DHR found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿-the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus technical assistance center (tac), the grey connector of the endoscope reprocessor was broken. There was no harm or user injury reported due to the event. There was no harm or user injury reported due to the event.